Manufacturer narrative:
Investigation: inratio precision data provided by end-user: date: (B) (6) 2009, 1st inr = 0.9; 2nd inr = 1.9. Inratio meter: mean: 1.4, sd: 0.71, %cv: 50.51. Since 50.51% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when returned. Precision testing was performed using in-house donor samples (referenced from a previous complaint using the same strip lot). Products are not expected to be returned for the customer. This precision test result was referenced from a previous complaint for strip ln 216965. In-house accuracy test: test date: donor 1 ((B) (6) 2009). Donor 2 ((B) (6) 2009). Meters (B) (4); in-house meters ((B) (4), (B) (4)). Retained strip: (B) (4). In-house precision testing provided (inratio meter): strip ln 216965. Donor 1: referenced (inr): 2.1, in-house: 2.1, in-house: 2.1, mean: 2.10, sd: 0.00, %cv: 0.00%, pass. Donor 2: referenced (inr): 2.7, in-house: 2.4, in-house: 2.8, mean: 2.73, sd: 0.06, %cv: 2.11%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Inratio test results have 0% and 2.11% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. As of 08/25/2009, 4 discrepant results complaints were reported for lot #216965 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1st test inr=0.9, 2nd test inr=1.9.